Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed. The device shows last error code 1871 after power up. The motor is blocking and will be replaced.

Event description:
It was reported that the pump gave error 1871. There was unknown patient involvement.